Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (retained by customer). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, as it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a pulse field ablation and left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. Intracardiac echocardiography (ice) was used for imaging. No thrombus was noted in left atrial appendage (laa) prior to transseptal. The physician completed transseptal safely and crossed to left side with ice catheter, non-boston scientific sheath and mapping catheter (grid). While mapping arrhythmia, ice imaging came across what was determined to be a clot on the ridge. At this time the operator removed equipment from left heart. The right side was mapped. The case was aborted and no left sided work completed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem, in section b - adverse event or product problem. Correction to the initial MDR in block(s) impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a pulse field ablation and left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. Intracardiac echocardiography (ice) was used for imaging. No thrombus was noted in left atrial appendage (laa) prior to transseptal. The physician completed transseptal safely and crossed to left side with ice catheter, non-boston scientific sheath and mapping catheter (grid). While mapping arrhythmia, ice imaging came across what was determined to be a clot on the ridge. At this time the operator removed equipment from left heart. The right side was mapped. The case was aborted and no left sided work completed. It was further reported that heparin was administered prior to transeptal, the pperator will not complete transeptal until proper therapeutic act. Product not believed to be a contributing factor to clot formation. The patient was discharged and placed on medication

Event description:
It was reported that a thrombus was noted. The procedure was cancelled.during a pulse field ablation and left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. Intracardiac echocardiography (ice) was used for imaging. No thrombus was noted in left atrial appendage (laa) prior to transseptal. The physician completed transseptal safely and crossed to left side with ice catheter, non-boston scientific sheath and mapping catheter (grid). While mapping arrhythmia, ice imaging came across what was determined to be a clot on the ridge. At this time the operator removed equipment from left heart. The right side was mapped. The case was aborted and no left sided work completed.it was further reported that heparin was administered prior to transeptal, the pperator will not complete transeptal until proper therapeutic act. Product not believed to be a contributing factor to clot formation. The patient was discharged and placed on medication.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.device technical analysis:it was indicated the device is unavailable for return (retained); therefore, a technical analysis of the complaint device could not be completed and the reported allegation cannot be confirmed.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment:a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of thrombosis and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on the information provided, the reported event of thrombosis is a known inherent risk of the versacross connect laac access solution device. Thrombosis is an expected procedural complication addressed within the IFU for the versacross connect laac access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.